Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the name of the initial procedure? Was there any patient consequence or injury? What is the condition of the patient? Could you please confirm if will you return device, in product return status it said availability unknown? How many of the total quantity were actually involved for the reported issue? What do you mean by "rupture of filaments"? Did the suture thread fray and break into 2 pieces? Or did the suture only exhibited fraying of thread?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, at the time of using the suture, rupture of the filaments occurred. Therefore, it is required to use more sutures. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/27/2020. Corrected information: d3,g1,g2. Additional information: h6. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The following information was requested, but unavailable: what is the name of the initial procedure? Was there any patient consequence or injury? What is the condition of the patient? Could you please confirm if will you return device, in product return status it said availability unknown? How many of the total quantity were actually involved for the reported issue? What do you mean by "rupture of filaments"? Did the suture thread fray and break into 2 pieces? Or did the suture only exhibited fraying of thread?